Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary artery stenting treatment procedure, in stent restenosis occurred. The lesions being treated were located in the proximal and distal right coronary artery (rca). A 3.5x28mm taxus express2 stent was implanted in the 100% stenosed de novo 3.50mmx28.0mm lesion located in the proximal rca, and another taxus express 2 3.50x2.80mm lesion located in the distal rca. At 330 days later, target vessel revascularization (tvr) was performed for a 75% restenosis measuring 4.00mmx15.0mm. An unknown bare metal stent was implanted and post procedure, 0% stenosis was reported. No further patient injuries or complications were reported.